Event description:
It was reported by the customer that the extension set was being used to administer tp. It was noted that tubing came apart. There was some blood loss. The tubing was changed immediately and it did not appear to be any influence on the pt's long-term outcome. No pt adverse event reported.